Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant of the right ventricular lead. During the procedure the guidewire became stuck and was unable to be removed. The procedure was successfully completed using a replacement lead. The patient was in stable condition.

Manufacturer narrative:
Correction: d6a, d6b were previously reported as dec 8, 2020. The field should be blank. The reported event of ¿guidewire stuck¿ was confirmed. As received, a complete lead was returned in one piece with stylet inserted. Stylet insertion test was performed and noted restriction at the distal region of the lead. Destructive analysis found blood/body fluids inside the inner coil. The cause of the reported event was isolated to blood clogged inside the inner coil.